Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported the initial mitraclip procedure was performed on (B)(6) 2018 to treat degenerative mitral regurgitation (mr), with an mr grade of 4. One clip was implanted, reducing mr to 1-2. On (B)(6) 2018, echocardiogram was performed, and it was noted that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr increased to 4. On (B)(6) 2018, mitral valve replacement was performed. Upon explanting the clip, leaflet tissue was found in the explanted clip. Both the surgeon and cardiologist believe that the posterior leaflet was torn and detached from the clip, probably due to the thin and fragile leaflet. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no other incidents. The reported patient effects of mitral valve injury (tissue damage) and worsening mitral regurgitation (mr), are listed in the mitraclip system instructions for use (IFU), as known possible complications associated with mitraclip procedures. All available information was investigated and the reported tissue damage and single leaflet device attachment (slda) appear to be related to case circumstances and likely, the patient's anatomy contributed as well. The reported recurring mr appears to be a cascading effect of the sdla. There is no indication of a product quality issue with respect to manufacture, design or labeling.